Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size greater then 5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during prep the balloon held pressure and the physician noticed the inflation indicator pop up. The device was inserted into the sheath and the physician noticed that the inflation indicator went down when the balloon was at the arteriotomy (2nd stop). The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1215104) indicated that the device lot met all established performance criteria prior to shipment.